Manufacturer narrative:
The device was returned for analysis. Visual and tactile inspection revealed no issues with the hypotube. However, detailed microscopic examination of the balloon material identified a 5 mm longitudinal tear. Evaluation of the extrusion shaft revealed kinking of the inner lumen at the distal marker band. The tip showed no signs of damage. No additional device issues were identified during the returned product analysis. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified middle left circumflex artery (lcx). A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured, and damage to the protector tip was also noted. The procedure was completed with a different device. No patient complications were reported, and the patient remained in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified middle left circumflex artery (lcx). A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured, and damage to the protector tip was also noted. The procedure was completed with a different device. No patient complications were reported, and the patient remained in good condition post-procedure.